Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was unable to communicate with the clinician programmer following a lead repositioning procedure on (B)(6) 2018. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention to have their ipg replaced during the same procedure. Effective therapy was restored postoperatively.